Event description:
It was reported that during a therapeutic obtryx mesh sling procedure the small dilator tip with loop detached inside the patient. Follow up indicated placement of the mesh was not satisfactory. During attempts to withdraw the device for repositioning, the distal dilator tip with loop become lodged in the patient and detached within the patient's pelvic floor region. Retrieval attempts were unsuccessful. An x-ray was performed for location of the detached tip, however, a decision was made to not retrieve the detached segment. The patient will be monitored.